Event description:
Same case as 2134265-2014-07941 and 2134265-2014-07824. It was reported that an automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with a bsc coronary imaging catheter to visualized the unspecified lesion. However, during preparation automatic pullback failed. They had tried many times to fix the motor drive unit on the sled but automatic pullback didn't start after pullback record was activated. Intravascular ultrasound was performed with manual pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications the mdu-5 basic functional test and successfully underwent a continuous burn-in overnight. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-07941 and 2134265-2014-07824. It was reported that an automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with a bsc coronary imaging catheter to visualized the unspecified lesion. However, during preparation automatic pullback failed. They had tried many times to fix the motor drive unit on the sled but automatic pullback didn't start after pullback record was activated. Intravascular ultrasound was performed with manual pullback. The procedure was completed with this device. No patient complications were reported.